Event description:
It was reported that the device was used during laparoscopic sigma. It was reported by the affiliate that the tsb35 had one side of the staple that was not complete. There was no consequence to the patient.